Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer's blood glucose level at the time of the incident was 565 mg/dl, which she treated with manual injection. Current blood glucose value was 162 mg/dl. During troubleshooting it was found that the infusion set had a bent cannula. The customer also reported that the buttons are stiff and been having difficulty pressing them since (B)(6) 2016. The customer declined to receive a replacement insulin pump. The device will not be returned for analysis.